Event description:
It is reported that the patient experienced a severe allergic reaction in the left (os) eye while using the device and required medical attention. On 29 january the patient began experiencing blurred vision and sought medical treatment on 02 february. On examination the primary practitioner notes severe epithelial staining, corneal infiltrates, epithelial and stromal edema, moderate limbal and bulbar injection and trace tarsal papillae. Fluorescein staining also identified superior temporal edema with significant corneal folds. The patient has permanently discontinued lens use. The primary practitioner indicates the patient is expected to be left with a central corneal opacity and permanent reduction in vision and required medical intervention and/or medication to prevent or preclude permanent impairment of eye function or structure for the conditions of conjunctivalization resulting from limbal stem cell damage and persistent epithelial defect. The patient was prescribed ciloxan and referred to a corneal specialist in brisbane, scheduled for 16 february, for the treatment of limbal stem cell deficiency. The primary practitioner reports that the patient suffers from severe dry eyes and is using contact lenses as bandage lenses. The patient has a history of congenital cataracts and it is unclear if the condition arose from the contact lens wear or preexisting conditions. Additional information received from the reporting practitioner. The patient was referred to an ophthalmologist for corneal edema and whorl shaped keratopathy. The ophthalmologist inferred the condition was due to contact lens wear (limbal cell deficiency). The patient had reduced vision was prescribed ciloxan and referred the patient to a corneal specialist. The specialist does not believe the incident is the result of limbal cell deficiency, but an anomaly from severe dry eye condition. The patient has discontinued lens wear and has been advised to permanently discontinue the use of contact lenses. Left eye vision has slowly improved, the final outcome of the incident remains unknown.

Manufacturer narrative:
No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Two lot numbers were reported to the manufacturer. It is unknown which, or if both, were involved in the incident. See related manufacturer report number 2640128-2021-00003.

Manufacturer narrative:
No device sample returned for manufacturer analysis. A lot number was provided; lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Two lot numbers were reported to the manufacturer. It is unknown which, or if both, were involved in the incident. See related manufacturer report number 2640128-2021-00003.

Event description:
It is reported that the patient experienced a severe allergic reaction in the left (os) eye while using the device and required medical attention. On 29 january the patient began experiencing blurred vision and sought medical treatment on 02 february. On examination the primary practitioner notes severe epithelial staining, corneal infiltrates, epithelial and stromal edema, moderate limbal and bulbar injection and trace tarsal papillae. Fluorescein staining also identified superior temporal edema with significant corneal folds. The patient has permanently discontinued lens use. The primary practitioner indicates the patient is expected to be left with a central corneal opacity and permanent reduction in vision and required medical intervention and/or medication to prevent or preclude permanent impairment of eye function or structure for the conditions of conjunctivalization resulting from limbal stem cell damage and persistent epithelial defect. The patient was prescribed ciloxan and referred to a corneal specialist in (B)(6), scheduled for 16 february, for the treatment of limbal stem cell deficiency. The primary practitioner reports that the patient suffers from severe dry eyes and is using contact lenses as bandage lenses. The patient has a history of congenital cataracts and it is unclear if the condition arose from the contact lens wear or preexisting conditions.